Event description:
It was reported to boston scientific corporation on june 02, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudopancreatic cyst during a pancreatic cyst gastric bypass surgery procedure performed on (B)(6) 2022. During the procedure, a puncture was made and the first flange of the axios stent was attempted to be deployed; however, the stent did not deploy and could not be seen under echographic examination or fluoroscopy. The physician loosened the elevator and released the angle of the scope; however, the stent still did not deploy. The stent was retracted into the stomach, and it was noted that the outer sheath was partially retracted exposing a portion of the first flange. The stent was removed together with the scope and the tip of the catheter was noted to be kinked. After removal of the device, the physician checked the cyst and it was noted that the cyst collapsed due to the puncture. The procedure was switched to another method of pseudopancreatic cyst drainage with a different device, however, the fistula could not be dilated and the procedure was cancelled. A computed tomography (CT) scan was performed after the procedure and no issues were observed. Reportedly, the patient will be scheduled for a follow-up and the treatment plan will then be decided. There were no patient complications due to this event.

Manufacturer narrative:
Medical device (B)(4) captures the reportable event of an axios stent partially deployed. The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of an axios stent partially deployed. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent completely deployed. The delivery system was returned in position "4". No other problems were noted to the stent and delivery system. The reported event of stent partially deployed could not be confirmed as the stent was received completely deployed. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event as the stent was returned completely deployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on june 02, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudopancreatic cyst during a pancreatic cyst gastric bypass surgery procedure performed on (B)(6) 2022. During the procedure, a puncture was made and the first flange of the axios stent was attempted to be deployed; however, the stent did not deploy and could not be seen under echographic examination or fluoroscopy. The physician loosened the elevator and released the angle of the scope; however, the stent still did not deploy. The stent was retracted into the stomach, and it was noted that the outer sheath was partially retracted exposing a portion of the first flange. The stent was removed together with the scope and the tip of the catheter was noted to be kinked. After removal of the device, the physician checked the cyst and it was noted that the cyst collapsed due to the puncture. The procedure was switched to another method of pseudopancreatic cyst drainage with a different device, however, the fistula could not be dilated and the procedure was cancelled. A computed tomography (CT) scan was performed after the procedure and no issues were observed. Reportedly, the patient will be scheduled for a follow-up and the treatment plan will then be decided. There were no patient complications due to this event.